Manufacturer narrative:
During the follow-up call, the customer stated that the event occurred with the competitor's meter. The contour next meter and the contour next test strips were not involved in the event occurrence.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from spain reported that he obtained blood glucose readings of 569 mg/dl at 1:31 p.m., 120 mg/dl at 1:33 p.m. And 209 mg/dl at 1:34 p.m. With the contour next meter. The customer felt dizzy. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.